Manufacturer narrative:
This report is submitted on may 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed swelling at the implant site and was subsequently placed on oral antibiotics on (B)(6) 2018, and a course of oral steroids the following week. The patient continues to be clinically managed by their healthcare provider.